Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The crossing profile of the balloon complies with the specification. The device shows no damage or irregularity besides a mild kink in the device shaft about 10 mm proximal to the guide wire exit port. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
06-may-2024 additional information: a mildly calcified lesion was treated (99 percent stenosis degree at mlad and restenosis with 60 percent stenosis degree at dg2) in a severely tortuous part of the mid lad/dg2. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The crossing profile of the balloon complies with the specification. The device shows no damage or irregularity besides a mild kink in the device shaft about 10 mm proximal to the guide wire exit port. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
After a pre-dilatation of the mid lad and diagonal 2 and successful stent placement in the mid lad, a 2.0/15 pantera pro coronary balloon catheter (complaint device) was selected for a post-dilation in the diagonal 2, but the lesion could not be crossed. Therefore, another 1.5/10 pantera pro was tried. Again, the lesion could not be crossed with the device (reported separately).